Event description:
Intermittent atrial undersensing during ongoing af (atrial fibrillation) episode. Currently mode switched and in an ongoing af episode being recorded by the device. Sensitivity programmed to 0.15mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).